Event description:
The account alleged, a pt fall occurred and no alarm was heard. No injury occurred with this fall.

Manufacturer narrative:
The tech inspected the bed and found no problems with the bed exit. Tech states the bed is working as designed.